Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for positioning problem, material deformation and material invagination. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: b5, g4 h11: h6 (device, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12040 vascular stent graft allegedly experienced positioning failure, material deformation and material invagination. This information was received from one source. This event involved one patient with no patient consequences. The 68 years old male patient weight was not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned and is pending evaluation. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12040 vascular stent graft allegedly experienced positioning failure and retraction problem. This information was received from one source. This event involved one patient with no patient consequences. The (B)(6) years old male patient weight was not provided.